Event description:
Reporter alleged discrepant blood glucose value of 224 mg/dl on the customer's advantage system compared to the doctors measurement of 71 mg/dl when testing was performed 4 minutes apart. Customer stated the testing was performed at the doctors office during a routine appointment. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.